Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle (rv) lead exhibited low pacing impedance. The rv lead was not used. The physician continued to use the second rv lead and completed the procedure. The patient was in stable condition and was discharged post-procedure.

Manufacturer narrative:
The reported event of low pacing lead impedance was confirmed. A complete lead was returned in one piece for analysis. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. Electrical testing was normal, with no anomalies found. The reported event was due to inner coil being over-torqued at the connector region. The damage found is consistent with occurring at the time of procedural.